Event description:
The device was used during a laparascopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied device to complete the procedure. The hospital has reported no pt injury occurred.